Manufacturer narrative:
A review of the manufacturing and inspection records for this lot number was conducted, and no deviations or non-conformances relevant to the complaint were recorded. This lot number, as given, does not match the part number, as given. The procedure in the complaint, as given, indicates that a 360-2080-01 biopince fullcore biopsy instrument 18g x 20cm (part number) and/or a mcxs1810bp co-axial needle 18g x 10cm (lot number) was used in a bone biopsy procedure, and broke during the procedure. The biopince line is designed to be used in soft tissue. No response was given after three attempts to reach out and clarify the information provided. According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible.

Event description:
Scheduled CT guided bone marrow aspirate and core under monitored anesthesia care was in progress. The right iliac bone was accessed with an introducer needle and a 1 cm distal tip of the outer cannula of the co-axial introducer needle broke off and was left retained deep within the right iliac bone. The risks of removing the foreign body outweighed the benefit of leaving it in and decision was made to leave the foreign body in place. Case proceeded to conclusion with no additional patient harm or event. Device was not saved for evaluation by biomedical but packaging information retained. What problem did the user have (check all that apply) : device malfunction that is, the device did not do what it was supposed to do.